Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) lead integrity alert (lia) for short v-v intervals and high rate non-sustained episodes. It was also noted that there were some episodes with double counted and/or under sensed/drop out beats. The lead is still in use. No patient complications have been reported as a result of this event.